Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it remains in the patient; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ related mdrs for this event: 2029214-2018-00810, 2029214-2018-00811. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of a small cerebral aneurysm located in internal carotid artery cavernous sinus, a little bit distal from the cavernous sinus, it was observed that wall apposition of the proximal section of the flow diverter was not very good. A medtronic occlusion balloon catheter was used for percutaneous transluminal angioplasty (pta). When balloon was delivered through the true lumen of the pipeline, a cavernous carotid fistula (ccf) was observed. Prior to the event. It was reported that the pipeline flex was placed as usual. After that, the delivery pushwire and marksman were removed. Since the crimping of the proximal side was weak, the balloon was prepped and delivered through the true lumen of the pipeline in order to perform the pta for the poor wall apposition of flow diverter. It was found that the ccf was formed. When pta was applied to the proximal end, it seemed that the ccf became slightly weak. Transvenous embolization (tve) coiling treatment was provided to the patient. Follow-up observation would be performed. The patient's condition is currently being monitored. Vessel tortuosity was described as moderate and medium in diameter.